Manufacturer narrative:
H3; product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal, middle, and proximal of the braid were found fully open with no damage. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer report of "failure to open at the middle" was not confirmed, as the middle section of the braid was found fully open with no damage. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity or deployment of the braid in a bend of the vessel. The customer reported that the vessel tortuosity was moderate, which rules it out as a potential cause. However, the customer also indicated that "during the deployment of the middle segment at the anterior ascending and anterior curved part, the stent could not be opened." In this event, the deployment of the braid in the vessel bend may have contributed to the failure to open at the middle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent microcatheter was positioned at m2, and the pipeline flex stent was delivered. Deployment began at the horizontal segment of m1; after the distal tip end was opened, the entire system was pulled back to the predetermined anchoring point just below the opening of the posterior communicating artery, and deployment continued. During the deployment of the middle segment at the anterior ascending and anterior curved part, the stent could not be opened. Attempts were made to continue deploying a certain length, as well as to push, pull, and fully retrieve and redeploy, but the stent still could not be fully opened. Considering that after full deployment, if the proximal end opened and apposed well to the vessel wall, further management would likely not resolve the incomplete opening, the operator decided to replace the stent to ensure the safety of the procedure. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, right c6 segment aneurysm with a max diameter of 5.1 mm and a 4.3 mm neck diameter. The landing zone arterial diameter was 4.2 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was not graded. The angiographic result post procedure reported after replacing the stent, it was well deployed and apposed well to the vessel wall the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included: 6f navien 115cm intracranial support catheter, phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open was not determined. Additional steps that were taken to attempt to open the pipeline were mentioned in the initial report, however, all attempts failed.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.